Manufacturer narrative:
Age at time of event: late 60's or 70's. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the heavily calcified posterior tibial artery. A 300cm pt graphix¿ was advanced to the lesion; however, the device got stuck in the calcium and when the device was pulled back on the wire, it sheared off the distal polymer sleeves. The physician did not use another guide wire. The distal aspect of the wire was remained in the patient¿s body as an attempt in removing the detached tip was unsuccessful. The procedure was ended and the patient is going to see a surgeon to surgically remove the dislodged tip. No further patient complications were reported and the patient¿s status was currently fine.

Manufacturer narrative:
Device evaluated by MFR.:unit returned with its original pouch. The visual inspection was performed and the device presents the body kinked and bent along the wire, and the distal tip deformed and partially detached, exposing the corewire tip, approximately 0.8cm. No evidence of corewire fractured was noted. All the outer diameter (ods) taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the heavily calcified posterior tibial artery. A 300cm pt graphix¿ was advanced to the lesion; however, the device got stuck in the calcium and when the device was pulled back on the wire, it sheared off the distal polymer sleeves. The physician did not use another guide wire. The distal aspect of the wire was remained in the patient¿s body as an attempt in removing the detached tip was unsuccessful. The procedure was ended and the patient is going to see a surgeon to surgically remove the dislodged tip. No further patient complications were reported and the patient¿s status was currently fine.